Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the mildly tortuous, heavily calcified, distal left anterior descending (lad) artery, the voyager balloon dilatation catheter was advanced but could not cross the lesion. It was noted that after several unsuccessful attempts to advance the bdc the shaft became fractured; the device was removed from the anatomy without reported issue. A non-abbott bdc was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.